Event description:
A malfunction was reported with a code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction was observed after the reset. The customer was advised to continue using the pump and to call back if any issues occur.